Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 3 of 3 for the same event. It was reported from (B)(6) that during a knee primary replacement procedure it was observed that at first use of the battery handpiece device, the power module (battery) device motor power began to decrease. It was reported that as the procedure progressed there was a steady decrease in power to a point where there was no power at all and the final cut could not be completed. It was noted that different modes/functions were tried, but the motor of the power module did not respond. The battery device was removed from the handpiece device and checked and it was found that there was less than 40% of the power load. It was also noted that the handpiece device and the power module device had overheated. The reporter stated that the power module was checked before starting the surgery and it was reported to be with full load. It was reported that there was a 30 minute delay in the procedure due to the event and an unspecified spare device was available for use, and the procedure was successfully completed. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). Correction: the catalog number and serial number were updated. Also, the brand name has been updated. The manufacturer location was documented as unknown in the initial report. The location has been updated to waldenburg. Contact office name/address have been updated accordingly to reflect the corrected manufacturing facility. The previous report stated the date of manufacture (dom) was unknown. The dom (apr 27, 2016) has been updated to reflect the date the device was manufactured. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and identified no failure. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.